Manufacturer narrative:
The real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the customer-provided image confirms the reported allegation of "communication failure". A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is failure at the connection point between drill and console.. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during calibration in a cori assisted tka surgery, the system gave a communication error that required them to quit out of case and reboot. After rebooting, the message popped up again resulting in a new case being created. The case started and finished without a problem once a new case was made. The procedure was completed with the same device without any delay. The patient was not harmed.